Event description:
Device 1 of 2. Ref MFR. Report#: 1627487-2014-05094. It was reported the pt is receiving inadequate coverage due to programs auto-reducing. An impedance check revealed several invalid contacts. Reprogramming to provide resolution was unsuccessful. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.